Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 (mg/dl). It was also reported that the pump did not declare audible continuous glucose monitor (cgm) alerts. Reportedly, the customer believes their basal rate settings were too high and that this contributed to their low bg levels. Donuts and (B)(6) were consumed to address low bg levels. The customer has had the pump basal settings adjusted since the event occurred.